Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and the concomitant medications were not reported. On an unspecified date, about (B)(6) days ago the consumer used o.b. Unspecified, one tampon vaginally for menstruation (frequency, lot number and expiration date unspecified). After (B)(6) days, she noticed the tampon was stuck in her vagina and she removed the tampon by herself on (B)(4) 2012. After an unspecified duration the device was discontinued. The report had a non serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and the concomitant medications were not reported. On an unspecified date, about (B)(6) days ago the consumer used o.b. Unspecified, one tampon vaginally for menstruation (frequency, lot number and expiration date unspecified). After two to three days, she noticed the tampon was stuck in her vagina and she removed the tampon by herself on (B)(6) 2012. After an unspecified duration the device was discontinued. The report had a non serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: no product was returned and no valid lot was provided. Due to the unavailability of the sample the alleged defect could not be confirmed. The consumer did not report any quality issue on the product as part of the complaint. Product and process improvement were implemented to reduce the risk of tampon stuck in body. As per the available information on the event, it was not possible to determine if a manufacturing issue or design problem was the root cause. A review of the complaint data found no adverse trends. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.